Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The most probable root cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during surgery, the subject device had an error when trying to print and displayed the error message "please firmly grip the tissue before printing" and it could not be used. The same error occurred multiple times. This issue occurred during therapeutic laparoscopic adrenalectomy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during surgery, the subject device had an error when trying to print and displayed the error message "please firmly grip the tissue before printing" and it could not be used. The same error occurred multiple times. This issue occurred during therapeutic laparoscopic adrenalectomy procedure that was completed using a similar device. There were no reports of patient harm.